Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents and labeling. Based on a review of this information, the following was concluded: the complaint of a broken infusion set was confirmed but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed one 22-gage safestep infusion set. The sample exhibited evidence of use. From the photo it was observed that the luer was disconnected from tubing. It is unclear if the tubing broke near the adhesive filet, was cut, or completely separated from the luer. The clamp is engaged; however the extension tubing is only passing through one end of the clamp. There is white tape surrounding the luer with a non-vad cap attached to the luer. The needle safety mechanism is engaged. Since the luer was disconnected from the tubing, the complaint was confirmed; however, the cause of the complaint could not be determined. A lot history review (lhr) of asdqs0027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had port accessed on may 21st. It was stated the port needle broke at home on the 23rd. Patient came back into hospital to de-accessed broken needle & re-accessed on the 23rd. Blood cultures drawn may 23rd with no growth noted may 24th.